Event description:
The customer reported that the self-test cannot pass. Further information was provided that the defib test failed. There was reportedly no patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The problem was verified/duplicated during lab tests. Filter (B)(4) was missing from this processor board.